Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water was leaking from the connection between the water feedset tube and the bag spike on an mr290 autofeed humidification chamber. This was found after seven days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed that the water bag spike was separated from the water feedset tube. Sufficient amount of glue was present around the spike tubing connection; however, the glue had only partly bonded. A lot check revealed no other complaints of this nature for lot number 120514. Conclusion: we were unable to determine the cause of the problem reported by the customer. All chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset tube are identified during this process. This suggests that the spike became loose post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).